Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was hospitalized for the event. The day after event onset, the patient was treated with vancomycin (2 grams, route and frequency not reported) for peritonitis. At the time of this report, the patient was recovering from the peritonitis event, antibiotic and dianeal therapy were ongoing. No additional information is available as the reporter declined follow up.